Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in a car accident in 2000 and was "numb in front." Additional information reported that the implantable neurostimulator (ins) was removed due to the numbness after the motor vehicle accident. The patient noted that the ins ¿was right where my seat belt was and I crushed it and when I turned it on again I got numb in front and that's not the right place.¿ if additional information is received relating to this event, a supplemental will be submitted.